Event description:
It was reported to philips that the device doesn't give output when trying to cardiovert. The remote service engineer (rse) called and spoke to the customer and explained that the mrx device is no longer support by philips as of 2/3/22, made mention that if in need of a replacement mrx, they can contact a 3rd party vendor, work through them, and receive reimbursement from philips. The customer was informed that parts/service are no longer available as the device has reached end of support. The customer is aware of the end of life terms and the device remains at the customer site.